Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07367. It was reported the pt was unable to communicate with the ipg using both external devices. The pt reported the issue began after a car accident. The sjm representative met with the pt and determined the ipg was providing stimulation but coverage was not received on the right side. Imaging determined one lead had migrated. It was reported the physician planned surgical intervention to address the issue.